Manufacturer narrative:
Continuation of d10: product ID: a820, lot#serial#: unknown, product type: software, product ID: hh9020tdd, lot#serial#: (B)(6). Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The patient reported that for ¿quite a bit in the last year,¿ their handset has been getting stuck on a lockout time of 2 hours. The patient stated the lockout time doesn't go down (update) unless they turn the handset off and back on. The patient stated their handset was old and think they've had it for they want to say 3 years. On the call, the patient stated their lockout was 1 hour and 29 minutes but just a few minutes ago their pca (personal care attendant) had to restart the handset in order for the lockout time to update. The agent reviewed resyncing to the pump and confirmed lockout time updated appropriately. While on call, while resyncing to the pump, patient stated ¿it always sticks on 91%¿ when connecting to the pump, but the patient was able to resync well without issue. When the agent inquired event date, the patient stated ¿quite a while¿, and they constantly have to move the communicator around to try to get the connection to finish. The agent reviewed considerations and assisted patient in clearing data. The patient agreed to monitor and will call back for assistance as needed. Additional information was received from the patient. It was reported that the patient called back and said the issue is still occurring. The patient stated every time, the lockout was 2 hours and it stuck there and did not go down. The patient stated they have to turn on and off on and off to 'get it to function' and that sometime does not always 'fix it'. On the call, the patient saw 1 hr 30 min lockout. The patient was instructed to close all apps and enter myptm app. The patient alluded to a possible lag issue; however, they connected to the pump in an appropriate amount of time. The patient then saw a 1 hour 1 min lockout time. Best practices for external devices was reviewed with the patient. Monitoring the issue and calling back if further assistance is needed was recommended to the patient. Additional information was received from the patient. It was reported that the patient called back reporting the same concerns. The patient stated they noticed the screen sometimes won't update, the agent reviewed how the app/pump disconnect/times out and may require refreshing the connection. The agent reviewed how to resync and patient confirmed the handset was working as intended.